Event description:
Related manufacturer reference number: 2017865-2022-15281 / 2017865-2022-15284. It was reported that the patient's right ventricular(rv) lead exhibited over-sensed noise, high pacing impedance and high capture threshold. The patient presented to a lead revision procedure. During the procedure, while removing the rv lead, the right atrial(ra) and left ventricular(rv) leads were dislocated. The lv, rv and ra leads were explanted and replaced. The patient condition was stable post-procedure.

Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning and applying torque to the connector pin, the helix could be extended and retracted. The measured helix extension length was within specification. Electrical testing was normal. Visual inspection found no anomalies except for the damages found consistent with procedural damage.